Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is not recognizing the electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.